Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not available for evaluation. The exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal was used in acute myocardial infarction (ami) case. The 6f guiding was used to enter the rca through the right femoral artery. After the guide wire was in place, the balloon is used to dilate, then stent was placed. After those treatment, a angio-seal was ready to be used for vascular sealing. After completing the angiography of the puncture site, the indication of the angio-seal was confirmed. Then nurse opened the package, and the doctor did the next step. During the operation, the sheath core of the angio-seal vascular sealer passed through the outer sheath smoothly and entered the blood vessel. It was difficult to withdraw after pushing. After pulling out again, it was unable to stop bleeding. Finally, it was changed to another device to finish the following step. Estimated blood loss was less than 250cc. The patient was in stable condition. There was no patient injury, medical/surgical intervention required. Additional information was received on 25august2021: the second angio-seal device was used successfully to achieved hemostasis.